Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the main issue was the end part of the kit. When they are about to start the second part (cutting branches and tissues), they felt there was a resistance when putting the scope and the kit together. The end bit came out. They had managed to put it back but it happened again. It shouldn't detach. A new device was used to complete the procedure. There was no patient harm. There was a delay.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/28/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be flexed slightly away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The cannula handle was observed to be intact. The ceramic c-ring was observed to be split down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The plastic tip of the cannula was observed to be in its normal position. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was not confirmed, however, the analyzed failure "break- c-ring" was observed. The lot # 3000439922 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure, however it is relation to the analyzed failure.

Manufacturer narrative:
(B)(4).

Event description:
N/a.